Manufacturer narrative:
DHR review was performed for the complaint device serial number, (B)(6), review confirms that the device met the final acceptance criteria and was released for final distribution. The reported failure of verification pressure testing is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
A trilogy ev300 ventilator was reported by the customer to have a proximal pressure disconnect alarm occur during device setup. There was no patient involvement, and no harm or injury reported. In addition to the alarm, the device also was reported to have failed product verification testing for proximal pressure verification. It was advised the trilogy evo 3-way solenoid valve would require replacement to address this issue. Philips service followed up with the customer regarding the device repair and the customer stated they have sent the ventilator to a third-party bench for completion of the repair. No further support was needed from philips. If additional information becomes available, a follow-up report will be submitted.